Manufacturer narrative:
Device not returned. Device remains implanted. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No operative report has been provided. The information received stated that the device was implanted without further incident. On 11/17/2010, through a follow up call with the customer, they were instructed, if this should occur again, to not implant the device and to return the device for inspection.

Event description:
Sales received a phone call from the hospital reporting an event the occurred during the preparation for surgery. During a case, the pa was rinsing a valve in saline, it looked like there were "fuzzies" coming off of the leaflets. The pa said that they cleaned it up, and that [the surgeon] pulled a few off with his pick-ups and they implanted it ]the valve]. They said that they didn't really notice it until it was placed in saline. The device was implanted with no complications.